Event description:
On (B)(6), 2010, a respiratory therapist reported that inomax ds, (B)(4) would not hold readings. The device had been on a pt for over 6 weeks at 10 ppm, and on (B)(6), 2010, the no reading started to display readings of 4-11 ppm. The respiratory therapist stated that there was no impact to the pt and no adverse event occurred. The device was replaced with another unit. The device was removed from service by the customer and returned to the company for investigation.

Manufacturer narrative:
On (B)(4), 2010, a respiratory therapist reported inomax ds, (B)(4) would not hold readings. The device is in transit for investigation. The supplemental report will be submitted within 30 days of completion of the investigation.